Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bypass procedure. The stapling device was being applied to the stomach. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. There was a problem loading the device. In order to resolve the issue and complete the case, changed the reload. There was no patient harm. The patient outcome is alive, no injury.